Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that they were unable to see the patient temperature on the bedside monitor. Mss confirmed that nurse was able to connect the probe directly to the monitor and it read temperature. Mss also explained the temperature out cable might be short. Nurse would try to find another one at their hospital to use. Per follow up information received on 14mar2022, nurse stated they were not able to find another temperature out cable and was going to order a new one. Therapy was able to be completed with no impact to patient.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is short or open in temperature out cable. However this cannot be confirmed. Mss also explained that the temperature out cable might be short. Nurse stated that they would try to find another one at their hospital to use. Mss confirmed that the nurse was able to connect the probe directly to the monitor and it read the temperature. Per follow up information received on 14mar2022, nurse stated they were not able to find another temperature out cable and was going to order a new one. Therapy was able to be completed with no impact to patient. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device did not meet specification's and whether the device was influenced by the reported failure. The device was in use on a patient. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (unknown arcticsun temperature cable) product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that they were unable to see the patient temperature on the bedside monitor. Mss confirmed that nurse was able to connect the probe directly to the monitor and it read temperature. Mss also explained the temperature out cable might be short. Nurse would try to find another one at their hospital to use. Per follow up information received on 14mar2022, nurse stated they were not able to find another temperature out cable and was going to order a new one. Therapy was able to be completed with no impact to patient.